Event description:
Clinical narrative: a 62-year-old male with cardiomyopathy and pre-support clinical status consistent with scai shock stage d underwent impella 5.5 support via right axillary/subclavian surgical arterial access.. During support, the device functioned as intended at p-4, delivering approximately 2.1 l/min with d5w sodium bicarbonate purge solution. An alarm for ¿placement signal not reliable¿ was noted, with loss of visible placement waveform on the aic screen, while device flow remained stable. Approximately two hours following explant, the patient developed slurred speech and aphasia. CT imaging demonstrated no large vessel occlusion but identified irregular contrast enhancement in a right m3 middle cerebral artery segment consistent with an acute nonocclusive thrombus in the right sylvian fissure, with patent proximal left mca segments. The event was classified as an embolic cerebrovascular accident. The patient was treated with tenecteplase (tnk), resulting in near-complete resolution of speech symptoms without residual functional deficits. Anticoagulation parameters were reported outside the target act range of 160¿180 second. Device involvement in the event was not determined; the device was not removed due to malfunction, though potential contributing factors included possible interaction with an ablation catheter. The patient survived to explant, and the pump was returned for evaluation. In conclusion, an embolic stroke occurred post-explant following a period of stable impella support with a noted placement signal issue; however, a direct causal relationship to the device could not be established.

Manufacturer narrative:
B1/b2 adverse event and required intervention were added to go along with product problem. B5 clinical narrative was added. H1 revised due to b1/b2 updates. H6 health effect - clinical code e2403 was removed and new codes were added. Health effect - impact code f26 was removed and a new code was added. A new medical device problem code was added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. Placement signal not reliable alarm appeared on the automated impella controller screen. No patient harm was noted. The procedure was successful with this device. The patient's outcome at explant was survived.